Event description:
Pt is experiencing pain. Bone scan demonstrated increased activity underneath the lateral tibial plateau. CT scan demonstrated some resorption of a posterior osteoarticular allograft underneath the lateral tibial plateau. Revision surgery is planned.

Manufacturer narrative:
Pt is experiencing pain. Bone scan demonstrated increased activity underneath the lateral tibial plateau. CT scan demonstrated some resorption of a posterior osteoarticular allograft underneath the lateral tibial plateau. Revision surgery is planned. Review of the device history record indicates that the device was manufactured to specification.